Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Initial reporter also sent report to FDA is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation did not notice any external damage. The pump event history showed a primary audible alarm background (bgnd) test error in the history. The evaluation for the reported issue could not be verified after flow and occlusion tests. The cause of the reported issue was not duplicated, and the root cause was could not be determined. The technician replaced the speaker as a preventative measure. Performed all functional and delivery tests which passed.

Event description:
It was reported that a primary audible alarm background (bgnd) test was displayed. No patient injury was reported.